Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the broken screw did not pose a risk to the patient and would not be likely to cause or contribute to death or serious injury. There were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the process of using the screw, the self-tapping property was poor, and the doctor broke the screw. One of the screws remained in the skull and could no be removed. It was noted that the reported event resulted in a 1 minute procedure delay. The patient's status at the time of the report was alive-no injury.